Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was in an unknown vessel. The physician attempted to reach the lesion with a 3.50 x 20 mm taxus express2 drug eluting stent. However, stent damage occurred during use. The stent was removed from the body and the procedure was successfully completed with another unknown stent. No patient complications were reported. Patient status is reported as `satisfactory/good'. Additional information has been requested.